Event description:
Following is the description reported by the user facility which appeared on their copy of the medwatch report received by the MFR. After unsuccessful attempts to pass a catheter through introducer, dye was injected and extravasation was noted. The cardiologist experienced difficulty in removing sheath. Introducer was surgically removed from the right femoral artery by a vascular surgeon that same day.